Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a y-site leak is confirmed but the exact cause remains unknown. One 20 ga x 1 in safestep infusion set was returned for evaluation. The safety mechanism was fully activated. The infusion set was infused with water using a 12 ml syringe and no leaks were noted. The device was pressurized, and beads of fluid were observed to form at the y-site valve. A continuous leak was not observed. Microscopic observation revealed white residue to be present on the outer y-site surface and within the valve region. The valve was removed from the y-site. No apparent damage or deformation were noted on the sealing surface. The white-residue may have contributing to interference with the valve contributing to leakage. The product instructions for use (IFU) warnings state, "needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve." It is unknown if high pressure contributing to the leakage of the white residue or if the residue interference contributed to the leak. Since beads of fluid were observed to leak during functional testing of the device, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "huber needle possibly leaking at needless adapter site. " add info rcvd 04/06/2021: date of occurrence: unknown placement date: unknown what type of catheter securement was utilized: patient's huber needle was connected to 5fu elastomeric pump was there patient harm reported?: yes, chemotherapy leaked onto patient's chest -- cleaned with warm soap and water, site unremarkable post.